Manufacturer narrative:
(B)(4). G2: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 3 weeks post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h4, h6, h11. Visual examination of the returned product identified returned in the blister with the tyvek lid peeled back. The device has been cycled 1 time and there were no sutures or anchors returned with the device. The tabs on the front-end assembly have fractured and remain stuck in the handle of the device. The features of the fracture surface visually align with a bending overload fracture failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. We could not confirm the reported event as the reported event is unknown, however, upon product return we confirmed that the device was fractured. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.